Event description:
(B)(4). Basically, beginning soon after implantation, my monthly cycles started changing. At onset, I would feel dizzy, lightheaded and disoriented. I constantly felt a pulling sensation and brought that up at annual preventative appointments. Early in 2015, I started to notice bilateral foot pain off and on. I contributed it to aging. In (B)(6) 2015, I had an episode of sudden pelvic pain and nausea, as if I was having a bladder infection. Stool samples, urine and labs were run. My followup is this friday. Following that episode, the pulling sensation has worsened. I have started having more frequent foot pain. Leg heaviness started in along with random body twitches and spells of extreme fatigue. During the spells of foot pain, heaviness and twitching, I feel disoriented much similar to how I feel at onset of period. After researching and seeing the large amount of autoimmune disorders induced by this device, I am scheduled today to talk with a different physician for recommendations on removal. I am more than ready to get this thing out of my body.